Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator iris error could not be duplicated. However, identified the need to repair an open collimator signal wire in the hv cable assembly. Wire was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600 system displayed a collimator stuck error/collimator iris error. There was no report of pt injury.